Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient removed the sensor due to pain and discomfort. After removal, she observed that a wire remained under her skin. She sought care at an urgent care facility, where staff used a bright magnifying lamp and small pointed tweezers to extract the wire. No medication was administered following the procedure. The area was cleaned with a swab, and a patch was applied to help prevent potential infection. At the time of the report, the patient was fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).